Event description:
The distributor contacted heartsine to report a non-critical issue with their customer's device. During evaluation, the device was unable to be powered on. In this state, the device may not be able to deliver defibrillation therapy if needed.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. This fault was attributed to a missing weld in the battery of the pad-pak. The device was scrapped by heartsine and the customer was provided with a replacement device.